Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty cycler set, and the adverse event of peritonitis, characterized by nausea, abdominal pain, and cloudy peritoneal effluent fluid, which warranted antibiotic therapy and hospitalization. The etiology of the peritonitis is unknown; therefore, causality cannot be established. However, the peritoneal dialysis registered nurse (pdrn) reported the peritonitis event was not caused and/or contributed to by a fresenius device(s) and/or product(s). It is well established those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Furthermore, in up to 20% of peritonitis cases no offending organism is identified). Based on the information available, there is no allegation or objective evidence indicating a liberty select cycler and/or liberty cycler set defect or malfunction caused and/or contributed to the serious adverse events experienced by the patient.

Event description:
On 3/aug/2021, fresenius became aware this (B)(6) year-old male peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) since (B)(6) 2018 was hospitalized due to peritonitis. Follow-up with the patient¿s primary pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis unit on (B)(6) 2021 for abdominal pain, cloudy peritoneal effluent fluid, and nausea (timeline not provided). A peritoneal effluent culture and a cell count were obtained, and the patient was diagnosed with peritonitis. Beginning (B)(6) 2021 the patient was treated with intraperitoneal (ip) vancomycin 1500 mg every five days, and ip gentamycin 40 mg daily (duration not provided). The initial cell count was resulted on (B)(6) 2021 and revealed an elevated wbc of 14,705 mm3 and a polymorph cell count of 91%. The documentation provided also indicates a follow-up cell count was obtained on (B)(6) 2021, and on (B)(6) 2021 the results continued to demonstrate an elevated wbc of 10,882 mm3 and polymorphs of 86%. Subsequently on (B)(6) 2021 the patient was hospitalized due to the peritonitis. Although the hospital course is largely unknown, the patient withdrew from pd therapy on (B)(6) 2021 and entered hospice care (patient remains hospitalized as of (B)(6) 2021). The pdrn stated the cause of the peritonitis is unknown; however, there is no indication a fresenius drug(s), product(s) and/or device(s) causing or contributing to the events. It is currently unknown if the patient¿s liberty select cycler has been returned to the manufacturer.

Event description:
On 3/aug/2021, fresenius became aware this 84-year-old male peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) since (B)(6) 2018 was hospitalized due to peritonitis. Follow-up with the patient¿s primary pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis unit on (B)(6) 2021 for abdominal pain, cloudy peritoneal effluent fluid, and nausea (timeline not provided). A peritoneal effluent culture and a cell count were obtained, and the patient was diagnosed with peritonitis. Beginning (B)(6) 2021 the patient was treated with intraperitoneal (ip) vancomycin 1500 mg every five days, and ip gentamycin 40 mg daily (duration not provided). The initial cell count was resulted on (B)(6) 2021 and revealed an elevated wbc of 14,705 mm3 and a polymorph cell count of 91%. The documentation provided also indicates a follow-up cell count was obtained on (B)(6) 2021, and on (B)(6) 2021 the results continued to demonstrate an elevated wbc of 10,882 mm3 and polymorphs of 86%. Subsequently on (B)(6) 2021 the patient was hospitalized due to the peritonitis. Although the hospital course is largely unknown, the patient withdrew from pd therapy on (B)(6) 2021 and entered hospice care (patient remains hospitalized as of (B)(6) 2021). The pdrn stated the cause of the peritonitis is unknown; however, there is no indication a fresenius drug(s), product(s) and/or device(s) causing or contributing to the events. It is currently unknown if the patient¿s liberty select cycler has been returned to the manufacturer.

Manufacturer narrative:
H4 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.